Manufacturer narrative:
(B) (4). The operator was retrained on the recommended procedure of pressing pause to load/unload samples onto/off the axsym analyzer by the abbott service engineer.the axsym system operation manual contains adequate information on the correct procedures for loading patient samples, operational precautions, and hazards of the axsym system. The manual contains cautions and warnings noting the sampling center should be paused and come to a complete stop before the sample carousel cover is opened and samples are loaded. The manual also contains information on the motion detection light. This light illuminates prior to movement of the sample carousel. The manual cautions to avoid risk of physical injury operators should keep fingers away from the sampling center when the amber motion detection light is illuminated. The manual also notes operators must learn and remember basic rules of mechanical equipment operation including keeping all protective covers and barriers in place, and never allowing any part of your body to enter a range of mechanical movement during system operation.a metrics review was performed which identified no adverse trends due to operators being injured by sampling probes on the axsym analyzer.based on the available information and this evaluation, no deficiency was identified for the axsym analyzer (B) (4).

Event description:
An operator was punctured in the right hand index finger by an axsym analyzer sampling probe. The operator was injured while loading a patient sample tube on the axsym analyzer without selecting pause. The operator was experienced working with the axsym analyzer for the past 4 years. The operator stated she forgot to press the pause button before loading samples because there were more samples to run and wanted to complete the tests quickly. (B) (6) and (B) (6) tests were performed on the operator with negative results. An infectious diseases specialist examined the operator's injured finger and noted no treatment was needed.

Manufacturer narrative:
(B) (4). Correction to event description: testing performed on the operator showed (B) (6) reactive results and (B) (6), (B) (6) and (B) (6) negative results.

Event description:
Correction to event description: testing performed on the operator showed (B) (6) reactive results and (B) (6), (B) (6) and (B) (6) negative results.